Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have changed battery in insulin pump after pump froze. Customer reported to have received an unexpected restart error alarm soon after changing battery. Battery was not out of pump for an extended period of time. Customer's blood glucose was 600 mg/dl. Customer was assited with clearing alarm.